Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tones were emitted from this implantable cardioverter defibrillator (ICD). Upon interrogation high out of range pace impedance measurements were noted when it comes to this right ventricular (rv) lead. Based on the measurements a lead fracture was alleged. The patient will be scheduled for a revision. No adverse patient effects were reported.

Event description:
At this time no revision has taken place and the system remains implanted.

Event description:
Additional information noted that a revision took place and this rv lead was surgically abandoned while the device remains implanted. No additional adverse patient effects were reported.